Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The detailed investigation showed that the problem was due to improper handling. According to the analysis, blood entered the housing of the x-ray tube due to a missing sterile hood. This was noticed by the customer who immediately pressed the emergency stop to disconnect the system from the power supply. The instructions for use describe in detail that care must be taken to ensure that no liquids penetrate housing parts and how this is to be prevented, by using the sterile hood. A siemens service technician went on site to address the problem. After the service call was made and the blood that had entered was removed, the system was again running as specified. No parts were replaced. Any malfunction of the system or even a possible general failure that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. According to the user, the system behaved unexpectedly and blood flowed into the tube cover. The emergency button was pressed and the system was shut down. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.